Event description:
It was reported that the surgeon tried to put a 9mm screw into an 11mm tunnel, 28mm screw broke off at the 15mm length. When the screw driver was pulled out, it was bent at the tip and the distal tip of the broken screw would not come off the instrument. Additionally, it was reported that with the 28mm screw, the new screw driver blade does not go all the way down to the bottom.

Manufacturer narrative:
Product will not be returned to manufacturer. Additional info will be provided once investigation is released.